Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). One open fcs9 package with device was returned and one additional tyvek lid and grip assist component was returned also. The blister was examined and seal adhesive transfer was present on the entire flange of the blister. Both tyvek lids were inspected under ultraviolet (black) light and it was evident that the packages had been completely sealed before being peeled open. The packages were sealed at the packaging facility so the complaint event cannot be confirmed. The two packages were peeled open at some later time. The packages may have been opened and inadvertently returned to inventory at the end user.

Event description:
It was reported by the affiliate that prior to an unknown procedure, the hospital staff reported that they opened the devices and that on all of them the inner packaging was open already. Product comes in an outer cardboard box and with an inner plastic container. It is believed that the outer cardboard box had not been opened. Issue was noted before devices had come into contact with sterile field. Stock was ordered in the last week or two. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.